Event description:
The initial reporter received a questionable ise indirect gen.2 na result for one patient tested on a cobas 8000 cobas ise module. The patient's initial result was not reported outside the laboratory. The customer questioned the initial na result as it did not match the patient's previous result. The customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial na result was 120 mmol/l. The patient's repeat na result was 133 mmol/l. The customer determined the repeat result was correct and this result was reported. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer inspected the patient's sample and it was "slightly hemolyzed." The customer's calibration results were ok. The investigation reviewed the system's alarm trace and found an abnormal aspiration error. This error is an indicator of possible poor sample quality. The customer's qc results and sample pre-analytic details were requested but not provided. The field service engineer replaced various parts. He performed ise checks, precision, calibration, and qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.